Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of drag force. Based on the condition of the returned unit, it is likely that the reported event was caused by the dislodged shield, an internal plastic component, as more of the septum material, an internal rubber component, was exposed to the inserted scope resulting the drag force. However, the timing of the dislodged shield within the seal subassembly could not be confirmed. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: appendix. Event description: this event has been happening many times now at this facility. This time it has happened after only 20 min of use. The valve is getting stuck on the camera and getting pulled out and in as the camera is moving and blocks all mailability. And it becomes so rigid it lets the surgeon apply excessive force to be able to move the camera. Additional information received from an applied medical representative via email on 31mar2025: tm confirmed lot number: 1532811. There was no patient injury and patient status as stated ' not affected by this' with camera brand [redacted]. The surgeon continued to use but it was hard to manipulate different than normal. Intervention: applied excessive force. Patient status: not affected by this.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: appendix. Event description: this event has been happening many times now at this facility. This time it has happened after only 20 min of use. The valve is getting stuck on the camera and getting pulled out and in as the camera is moving and blocks all mailability. And it becomes so rigid it lets the surgeon apply excessive force to be able to move the camera. Additional information received from an applied medical representative via email on 31mar25: tm confirmed lot number 1532811. There was no patient injury and patient status as stated ' not affected by this' with camera brand [redacted]. The surgeon continued to use but it was hard to manipulate different than normal. Intervention: applied excessive force. Patient status: not affected by this.